Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on via battery, tried multiple batteries. Complainant indicated that there was not patient involement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty internal trace on the system board.